Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the very calcified right coronary artery. Following rotational atherectomy and pre dilation with a 4.0 x15 apex balloon catheter, the 4.00x38mm promus element plus stent was unable to cross the lesion. Upon removal of the device, it was noted that the proximal end of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).